Manufacturer narrative:
Based on the limited description of the reported event and that the reported instruments have not been returned, at this time it is not possible to determine the root cause of the reported event or to conifrm that the device(s) failed to meet specifications.

Event description:
It was stated that, " two broken prolift expandable installers that broke... One broke during insertion and the other came apart afterwards. No harm to patient or delay of case. No component left in patient."